Event description:
The customer alleges that a leak was observed at the level of the syringe during set-up of the epidural. There is a water tightness defect of the syringe which occurs specifically when looking for the epidural space.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.